Manufacturer narrative:
The pain and change in range of motion reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information.

Event description:
Approximately 3 year(s), 8 month(s) and 14 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient developed shoulder pain about 3 months ago with increasing pain, changing rom, and night pain. Radiolucency over glenoid peg and peri-hardware; osteolysis over stemless humeral component. The patient was administered esr/crp to rule out infection with plan for revision to reverse (type unspecified) pending labs. In a recent update, the patient underwent a standard total with stemless revision, with the reported removal of the glenoid, stemless humeral head, and stemless humeral cage components. The outcome of this event is now considered resolved and the case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s), 8 month(s) and 14 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient developed shoulder pain about 3 months ago with increasing pain, changing rom, and night pain. Radiolucency over glenoid peg and peri-hardware; osteolysis over stemless humeral component. The patient was administered esr/crp to rule out infection with plan for revision to reverse (type unspecified) pending labs. The outcome of this event is considered continuing and the case report form indicates that this event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 310-61-53 - stemless humeral head 53mm x 20mm x beta 300-60-03 - stemless humerus cage, size 3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.